Manufacturer narrative:
Images of the sling and associated floor lift were reviewed as the sling and lift were not returned. The hooks of the floor lift's carry bar were rusted and abrasive, appearing as if it was stored outside or in a wet environment. The straps were likely cut by the rough surface of the hooks. This sling family has been load tested to 1000 lbs., and the straps have a breaking strength of 700 lbs. So the 230 lb. User was well within the limits of this product. The sling was removed from service.

Manufacturer narrative:
We have requested more details about this incident and for the sling to be returned for investigation. Once the investigation is complete, a follow-up report will be submitted with more information.

Event description:
A resident was being transferred with a medicare total lift & weigh and medium care sling w/head support - knit. When the resident was a few inches above the mattress, three straps of the sling broke and the resident fell onto the mattress. The resident was not injured.